Event description:
Customer getting high blood glucose results in the upper 500's mg/dl. The customer took extra insulin and states they were later "out of it". The customer was found by family member and they called paramedics. They attempted to wake pt up and they put pt into a hear attack. The customer was rushed to the hosp. They are unsure what treatment was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.